Event description:
Additional information was received that this was not a device issue and the infections were not related to the therapy or device. It was noted labs were performed. The infections were an ongoing problem. The infection disease doctor does not want anymore surgeries related to the pump.

Event description:
Additional information was received from a healthcare provider on 2016-dec-19. It was reported that the patient's pump had reached end of service (eos) in (B)(6) 2016, and was alarming. It was confirmed that the patient was not a candidate for explant, and the hcp wanted to program the pump to off state. The patient's next appointment was scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving saline via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, osteoporosis and joint pain/arthritis. It was reported that an alarm was heard and confirmed by telemetry. The patient's pump was nearing end of life and the pump started alarming. The alarm was due to elective replacement indictor (eri) that occurred on (B)(6) 2016. The patient is not having the pump replaced due to patient being a (B)(6) carrier and the risk being too great. The patient has had intermittent infections since initial implant. At the time of report the patient has no current active infection. Silencing the active alarm and pump off state was discussed. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on (B)(6) 2016 the patient's pump was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.